Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head experienced a image problem . The issue occurred prior to sedation for an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, the camera head experienced a image problem . The issue occurred prior to sedation for an unspecified procedure. The procedure was completed using a new device/similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found blinking image due to defective ccd and kink on cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review was conducted and no issues were found. Olympus will continue to monitor field performance for this device.